Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven events were reported for this quarter. One device was received for evaluation. Six devices were not available to stryker for evaluation. One event was duplicated during testing. One device was found to have compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. Six events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.